Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Device manufactured date: 09/18/2014 to 09/19/2014. Evaluation summary: the device was returned for evaluation. A visual inspection identified a white particle, between 0.93 and 1.51 mm in length, floating in the fluid of the bladder. The particle was in the fluid path. Fourier transform infrared spectroscopy (ft-ir) identified the particle to be acrylic material. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that there was particulate matter inside of a large volume infusor. This was noted during filling of the device with an unknown drug. There was no patient involvement. No additional information is available.